Manufacturer narrative:
Manufacturer's report date: march 26, 2017. Internal file no: (B)(4). Although requested, the device has not been received. A follow up report with investigation results will be submitted, should the device or logs be returned for evaluation.

Event description:
The customer reported a possible over infusion of lasix. The infusion was intended to be programmed at 40 mg/hr for four hours then decrease to 20 mg/hr for 12 hours. The concentration should have been programmed using 400 mg lasix/40 ml of fluid; however the customer suspects the infusion was programmed using a concentration of 100 mg lasix/100 ml of fluid. There was no report of pt harm or no medical intervention was required. Although requested, no additional pt or event information was provided.